Event description:
It was reported that prior to a navigation procedure the tip was found to be broken. There was no impact to the patient and no significant procedural delays. The procedure was completed successfully.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. Device not returned.

Event description:
It was reported that prior to a navigation procedure, the tip was found to be broken. There was no impact to the patient and no significant procedural delays. The procedure was completed successfully.